Event description:
In 2008, a gore excluder aaa endoprosthesis was implanted to repair a symptomatic infrarenal abdominal aortic aneurysm. Trunk-ipsilateral leg component was deployed, the device moved distally and was implanted within the aneurysmal sac. The contralateral leg component was implanted and then eight aortic extender components were used to bridge the leading end of the trunk-ipsilateral leg component to the level of the pt's infrarenal aorta. The final intraoperative angiogram revealed a proximal type I endoleak. The proximal type I endoleak was left untreated. Postoperatively, the pt was diagnosed with a distal embolization. It was reported that the pt's superior mesenteric artery was clamped during the procedure. A thrombectomy was performed. However, the pt died. Further investigation is pending.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.